Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator was loose, there was movement, and there was migration. The patient reported that her previous implantable neurostimulator was replaced because the patient hit a door knob and the implant pocket physically opened up and the surgeon replaced the implantable neurostimulator that same day because he was concerned about the risk of infection. The patient completely recovered. This occurred on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.